Event description:
It was reported that a 4.0x33mm rx xience skypoint drug eluting stent system (des) was advanced to the target lesion however when attempting to inflate the device contrast was noted to be exiting from the luer lock. It appeared the luer threads were deformed and could not connect correctly to the indeflator. The skypoint was replaced with another xience and the procedure was completed. There were no adverse patient effects and no reported clinical delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported irregular appearance, leak and connection issue was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine a conclusive cause for the reported quality problem related to irregular appearance of the inflation hub. The device was returned and the irregular appearance was confirmed through the observed excess of plastic like material in the inner diameter of the sidearm. A portion of the unknown material was sent for sem analysis and was identified to resemble polycarbonate resin which is not used in the manufacturing of the xience skypoint product; therefore, it is unlikely the contamination occurred during manufacture of the device. It is possible that accessory devices used during the reported attempt to inflate the xience skypoint delivery system transferred the material; however, this cannot be confirmed. The reported leak and loose/intermittent connection issues appear to be related to the excess material in the inflation port blocking the inflation device from connecting securely. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 4.0x33mm rx xience skypoint drug eluting stent system (des) was advanced to the target lesion however when attempting to inflate the device contrast was noted to be exiting from the luer lock. It appeared the luer threads were deformed and could not connect correctly to the indeflator. The skypoint was replaced with another xience and the procedure was completed. There were no adverse patient effects and no reported clinical delay.